Event description:
Adverse event(s): "pt outcome not affected" (no consequence or impact to pt). Product problem(s): "plume evacuator did not stop" (sensing intermittently). Tech reported plume evacuator ran non-stop, even when laser footswitch was released. Tech reported no harm to pt, and mentioned that extra bss (balance salt solution) was used on the left eye while the evacuator was running. Laser footswitch was reported to be replaced, for the next day of surgery. The surgeon did not present any concerns about the pt outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).